Event description:
The customer stated a patient sample generated a nonreactive result on the prism htlv-I/htlv-ii assay but was repeat reactive on abbott htlv-I/htlv-ii eia, ortho elisa (biomerieux) and confirmed positive on western blot. The customer was performing validation testing on prism, and there was no impact to patient management.

Manufacturer narrative:
Device not returned, however, the patient sample was returned for evaluation. An aliquot of the discrepant sample has been received and testing of the sample is in process. The prism htlv-I/htlv-ii list 6e50 package insert (commodity 34-4547/r2) states in the specimen collection and preparation for analysis section that some specimens that have undergone multiple freeze/thaw cycles or have been stored frozen for prolonged periods may give erroneous or inconsistent test results. The sample for which the discrepant test result was observed had been stored frozen since 2006 and the number of freeze/thaw cycles was unknown. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.